Event description:
The customer contacted physio-control to report that during a recent user test they heard their device make a loud popping noise, followed by a service indicator being present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the it was unable to provide defibrillation when prompted.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the therapy pcb assembly and the energy storage capacitor and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and observed damage to multiple components on the assembly due to excessive current. Physio determined that the cause of the reported issue was a diode, designator cr44. The removed energy storage capacitor was an ancillary part and there was no failure of this assembly.